Event description:
(B)(6). On (B)(6) 2022, I had a linx device installed surgically at (B)(6) hospital in (B)(6). The linx device is installed to reduce and restrict stomach acid from coming back into the esophagus. For 4 years this worked well and restricted acid substantially. (B)(6) 2025 - I had a substantial increase in acid. This was unusual. I have been re-prescribed omeprazole and famotidine. These are 2 medications, needed in this case due to the amount of ID. I made dr appointments for review and consulting to figure out what was going on. In (B)(6) 2026, I paid for an endoscopy to review placement of the linx and confirm it should be working. This showed it should be in place but without a special x ray system it was impossible to definitively tell. In (B)(6) 2026, I had an additional review, in front of an x ray machine where they can watch me swallow a dense fluid. This x ray showed the fluid going down and also showed the linx I e image. In this image, it is clearly obvious that the linx is no longer a contiguous ring. It is an open device, that is no longer connected to itself nor is it in a circle. He linx has come apart. Because the linx is no longer a continuous circle, that's the reason that I've seen such an increase in acid. The linx is defective. It's come part. (B)(6).